Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.00/2.5/132 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2022. The incorrect lens was implanted. The lens was repositioned on (B)(6) 2022 and the problem was resolved. Post-op the status of the eye was wnl, iol at 79 degrees as planned post rotation. Mr post rotation (d1): -0.5 -0.75 @ 10 = 20/20-2.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).